Manufacturer narrative:
A patient experienced an infection at the ipg and lead sites was reported to abbott. The system was explanted. The patient was being administered oral and IV antibiotics and address the issue. As a result, a device history record was performed to review and confirm the sterility of devices. Based on the documents reviewed, the source of the infection remains unknown.

Event description:
Related manufacturer report numbers 3006705815-2023-04433, 3006705815-2023-04434. It was reported that the patient experienced an infection at the ipg and lead sites. In turn, surgical intervention was undertaken wherein the system was explanted. The patient is being administered oral and IV antibiotics and address the issue.

Manufacturer narrative:
Date of event is estimated.